Event description:
It was reported that after the rx acculink stent implantation in the right internal carotid artery, the patient experienced a left hemispheric stroke with speech difficulties and right-sided weakness. The patient was treated with thrombolytic therapy. Carotid doppler 2 days post-procedure showed the rx acculink stent to be patent without flow or velocity disturbances. The patient was transferred to a rehabilitation facility 5 days after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.there was no reported product deficiency. The reported patient effect of stroke is a known potential adverse event as listed in the rx acculink instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.